Event description:
The customer stated that his insulin pump is not delivering the bolus. The blood glucose reading was 138 mg/dl. The customer stated that he believes the basal rate insulin is not being delivered. During troubleshooting, the customer noticed low reservoir alarm and in the insulin pump history, during some of the boluses the blood glucose readings were not recorded. Also, the customer was asked to perform the displacement test and the test passed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.